Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed by the abbott representative who performed the requested repair. The account reported that the patient had wear and tear to their driveline. Rescue tape was applied, and a clamshell repair was successfully performed. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 06apr2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a clamshell repair was requested on (B)(6) 2020. After a long duration of support, the driveline exhibited significant wear and tear. Rescue tape had been applied. There were no adverse consequences.